Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. In (B)(6) 2024, approximately 6 months after the implant procedure, the physician's office notified a nalu representative that the patient had presented with a portion of one of the implanted leads exposed through the skin. Per the medical staff, the physician elected to cut off the exposed portion of the lead and leave the remaining fragments implanted. No invasive measures were taken at that time. A nalu representative met with the patient (B)(6) 2024 to reprogram the system to use only the intact lead. After reprogramming the system and sending the patient home, the patient became unresponsive to all attempted communications from nalu personnel. On (B)(6) 2025 a nalu representative was successful in making contact with the patient. On (B)(6) 2025 the patient reported that the nalu system had been fully explanted. The exact date of explant was unknown.

Manufacturer narrative:
Patient was implanted in (B)(6) 2024 and the lead was exposed in (B)(6) 2024, approximately 6 months post-implant. Cause of the lead erosion is unknown as there are no reports of trauma or other external factors that may have caused skin erosion. Symptoms leading up to the explant are unknown due to patient being unresponsive, however it is likely that the patient was not receiving the full therapeutic effects of the nalu system due to the physician having cut one of the implanted leads.